Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that parts of the blade tip disengaged from the device. Nothing fell into the patient cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). When the handle latch was retracted or released, the jaws would not open or close since the metal flange that pulls the inner tube to operate the jaws was missing. The tube is made of stainless steel and should not break without exerting excessive force. However, covidien could not determine the definitive root cause of the metal tube breaking off. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.